Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have an instrument tube extension that exhibited signs of scratch marks and abrasions. The tube extension scratch marks measured roughly 0.081¿ x 0.035".

Manufacturer narrative:
Based on the claim against the product by the customer noting the insulation was erased, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors insulation was erased, and the orange part was visible. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.